Event description:
It was reported that the patient was experiencing pain at the site of their ipg. The patient's leads also moved superficially. The patient notably lost 20lbs. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's ipg was explanted and replaced. Additionally, the patient's lead anchor sites were opened, and the leads were deepened and tied with a silk suture. Therapy was restored post operatively.

Manufacturer narrative:
Section b3: event date is estimated.

Manufacturer narrative:
A patient experiencing pain at the ipg site was reported to abbott. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.